Event description:
It was reported that a patient visited the outpatient cardiology at (B)(6) hospital in milan due to a vibrational alarm - "high voltage lead impedance out of range". During the follow up the hvli value has been recovered. The value was normal and in line with the values of the trend from the implant to date. The negative hysteresis has been rescheduled off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.